Manufacturer narrative:
This MDR was inadvertently filed in error, as this product is at the subassembly level and this is not a finished good. These products are for further processing and any regulatory filings for the end device are the responsibility of the finished good manufacturer. In closing there will be no further supplemental report submitted.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 3/25/16 that a customer had an issue with a syringe. The customer states there was a foreign contaminate in the syringe causing a rusty solution in the syringe.